Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty was not confirmed due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The balanced middle weight (bmw) guide wire referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous left anterior descending (lad) artery. After placement of the balanced middle weight (bmw) guide wire, the 3.0x08mm trek otw balloon dilatation catheter (bdc) was successfully advanced without issue. During an attempt to remove the bmw guide wire for wire exchange, resistance was met between the bmw guide wire and the trek bdc. Both devices were removed as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new bmw guide wire and a 2.5x08mm trek otw bdc were used to successfully complete the procedure. There was no additional information provided.